Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. Two used returned samples were visually inspected and heavy amounts of surgical residue was found throughout both samples indicating reuse of the device. Surgical residue covered all fluid flow paths in the tubing including the infusion chambers within the cassettes. Material stressing with whitening marks were found on the aspiration port connector on both cassettes, indicative of stress induced force by customer. Further inspection found one of the aspiration connectors on the aspiration manifold with a broken connector. Each sample was tested on a console and both samples could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The affiliate stated that the product was not reprocessed or reused; however, it has been found in lab testing that excessive use of any single-use product may contribute to functional breakdown. The device history record showed the product was released per specifications. While the returned samples could pass priming and iop calibration during laboratory testing, large amounts of surgical residue was found inside the manifolds and inside the cassette suggesting both samples were reused multiple times. Based on the condition of the cassette, the root cause of the customer's cassette was related to customer reuse of a single-use device. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that they could not use the intraocular pressure (iop) control during a vitrectomy procedure. The procedure was completed after replacing the product. The product sample was retained. There was no harm to the patient. No additional information is expected.